Event description:
It was reported via legal documentation that approximately 48 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation problems, balance problems, inflammation, osteolysis, pain, scar tissue, swelling/edema, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00028. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The revision reported was likely the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space, which resulted in prosthesis wear and osteolysis. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device were not available for evaluation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.